Event description:
Boston scientific received information that this device and another manufacture's lead displayed noise and oversensing. The oversensing lead to inappropriate anti-tachycardia pacing (atp) therapy. The lead also displayed pacing impedance measurements greater than 2000 ohms. The lead was suspected to be fractured. The device was reprogrammed in effort to prevent additional inappropriate therapy. There were no adverse patient effects reported. The device remains in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.